Event description:
Info received indicates the brake will not release.

Manufacturer narrative:
The technician found that the brake detent was cracked into two pieces and the top of the caster was broken causing the bed to be stuck in brake. The technician replaced the brake detent and caster to repair the bed.